Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) the patient experienced a pericardial effusion diagnosed by echocardiogram and cardiac tamponade. A pericardial drain was placed and the ipg was implanted and remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient became hypotensive. The patient received an urgent blood transfusion and fresh frozen plasma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.